Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the swg kinked when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Event description:
It was reported that "the doctor found the swg kinked when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guidewire and advancer for analysis. No obvious signs of use were observed. The arrow raulerson syringe (ars) involved with this complaint was not returned for analysis. Visual analysis revealed that the guidewire was kinked in one location towards the distal end. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen. The distal and proximal welds were full and spherical. The kink on the guidewire measured 568mm from the proximal weld. The guidewire total length measured 600mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The guidewire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guidewire was inserted into a lab inventory ars/introducer needle subassembly. Minor resistance was encountered at the location of the kinking; however, the guidewire was able to pass. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink toward the distal end of the guidewire body. Despite the damage, the guidewire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Functional testing revealed that slight resistance was encountered at the kinks when inserting the guidewire through a lab inventory ars/introducer needle. This kinking likely caused or contributed to this event; however, without the ars also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.